Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient reported her bg reached 350 mg/dl while wearing the pod between 4 and 24 hours in the leg. Patient reported filling the pod with 200 units of insulin, and that she had been administering correction boluses for hyperglycemia throughout the day with her pod. Patient reported her pod ran out of insulin after 24 hours of use due to multiple correction boluses. Patient did not have another pod to place resulting in a bg of 586 mg/dl approximately 6 hours later at which time she went to the ER. No specific symptoms were reported. The patient was treated with IV (intravenous) fluids and 10 units of insulin given subcutaneously in the abdomen. The patient was released within 3 hours. The pod was removed several hours prior to ER visit.